Event description:
It was reported that during a lower anterior resection the anvil wouldn't click and stay in place on the staple gun. The anastomosis couldn't be made with this device and the procedure was delayed by 30 minutes. The case was completed by using another device. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.